Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6., h.6.

Event description:
Healthcare professional confirmed deflation. The device has been explanted.

Event description:
Healthcare professional later reported no complaint against the device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening assessed, as cracked valve seat diaphragm valve no additional observation. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, left side deflation. Hcp later reported, "pt has not been seen by doctor". Healthcare professional, later reported, deflation. Device has been explanted.